Event description:
It was reported that during a da vinci surgical procedure, while closing vaginal cuff with the mega needle driver instrument, wires popped open. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable broken at the distal idlers. The clevis did not display damage. The cable segment stuck out at the instrument's wrist. The cable segment stuck out approximately .801. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable could likely cause or contribute to an adverse event if the failure mode were to recur.